Event description:
This is a spontaneous report by a nurse from (B)(6) of cloudy effluent in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with product was not reported. On an unreported date, the patient experienced cloudy effluent. The cloudy effluent bag was noted during an assessment visit by the healthcare assistant and the bag was reported to the hospital. The patient was asymptomatic. The patient was called into the hospital because of the report and prophylaxis treatment commenced due to cloudy bag only. On an unreported date, vancomycin 2 gm ip (frequency not reported) and ciproxin 250 mg three times daily (route not reported) were administered for cloudy effluent. The vancomycin level reserved on day 5. On (B)(6) 2012, vancomycin 1 gm ip (frequency not reported) was administered. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the cloudy effluent/peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
Complaint no: (B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.